Manufacturer narrative:
Catalog number and UDI are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 250 milliliter cassette leaked with medication inside around one hour after administration. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: seven photos and three cassette samples were returned to manufacturing for investigation. Visual inspection and functional testing were performed. The samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No damages, cuts, kinks or any other defect that could cause the failure mode was detected. Functional testing was performed whereby the returned units were filled with colored water using a syringe to detect any leakage. Leaks were detected in the three samples, leaks were detected in the body of the bag near the perimeter seal. The customer reported issue was confirmed during the investigation. Root cause of the reported issue is most probably due to the medication bag getting damaged during placement of the bag into the housing and then not being correctly segregated in the assembly process. Production personnel were notified by the quality engineer on 14/sep/2022 as acknowledgement of the defect reported by the customer to reinforce the correct handling of the medication bag and correct segregation in the assembly process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Corrected data: d4: catalog number, UDI section, brand name, g5: 510k, and h6 - health effects codes.